Event description:
The patient reported that she was hospitalized with diabetic ketoacidosis. She stated that she had just been discharged and was not feeling better yet. She declined to provide further information and said that she would call back later. She said that she no longer had the pod that she had been wearing, as it was removed at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization with diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.